Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay, the elecsys vitamin b12 immunoassay, and elecsys ferritin on a cobas 8000 e 801 module. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The sample initially resulted with a tsh value of 0.0777 uiu/ml, which repeated as 6.2 uiu/ml. The sample initially resulted with a b12 value of 148 pg/ml, which repeated as 278 pg/ml. The sample initially resulted with a ferritin value of 1.22 ng/ml, which repeated as 11 ng/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 33181401, with an expiration date of 31-aug-2019. The b12 reagent lot number was 33094602, with an expiration date of 31-jul-2019. The ferritin reagent lot number was 34947202, with an expiration date of 30-nov-2019. Quality controls were ok. The field service engineer checked camera pictures of the affected sample and multiple bubbles were present. The camera firmware was updated and a foam detection test was successful. The customer considered the issue to be resolved. The investigation could not identify a product problem. The cause of the event could not be determined.